Manufacturer narrative:
Insulin pump alarmed motor error during occlusion test and unable to prime during prime test due to faulty force sensor. Motor passed motor test. Insulin pump passed basic occlusion test and displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reported a motor error on his son's insulin pump. Customer's blood glucose was 550 mg/dl. Customer has not yet treated, but was advised to treat. Customer declined troubleshooting for high blood glucose. There were no significant events leading to the alarm. The device was not exposed to a strong magnetic field. The alarm was cleared. Customer does not use the sensor feature. He is able to rewind the device. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.